Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a power on reset (por) message on their programmer screen. They reported that they suddenly didn't feel stimulation. The patient was walked through clearing the por and the "warning charge ins now" screen appeared. They charged their implant up half way the other day and stated they now had to charge up again. Their ins wasn't charged past 25% and they were advised to call back once they charged past 25% to ensure the por was cleared. No further complications reported.